Event description:
It was reported that a battery and double extension replacement were being done. The patient had two previously implanted leads. When the left lead wire was removed from the extension the insulation proximal to the distal electrode connections peeled back and exposed bare wire. When the second lead was removed from the second extension the insulation surrounding the distal electrodes themselves peeled away exposing bare wire between the connecting electrodes. The physician was not able to do a surgical lead revision so the leads were left in place and connected to the new extensions. Subsequent impedance check showed all electrical parameters and combinations to be within the normal range. Post operatively, the patient had independent coverage on both sides and good efficacy from the therapy.